Event description:
On (B)(4) 2014, intuitive surgical, inc. (Isi) received the mega needle driver instrument from the hospital in a damaged condition. No information concerning the defect(s) were provided to isi. Intuitive surgical, inc. (Isi) contacted the site to obtain additional information concerning the returned instrument and customer reported that the needle driver was not holding correctly. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instruments grip cables to be broken. One grip cable was broken at the distal clevis hub. The cable segment was observed to be sticking out at the wrist of the instrument. The distal clevis hub did not exhibit any wear. The other cables at the wrist of the instrument were undamaged. Failure analysis investigation also found the distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found.